Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, crease flat and underweight. A microscopic analysis was performed which identify two sharp edge opening assessed as unidentified tear opening in the same edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is two sharp opening on the anterior due to an unidentified (tear) opening. Reason for reoperation: rupture.

Event description:
Physician reported "MRI confirmed rupture" on right side. Device has been explanted.